Event description:
Ventilator failed to cycle while in use on a pt. Pt was bagged and the ventilator restarted. Ventilator ran for another hour and then went inop. The hospital's biomedical technician found error code 43 was recorded in the ventilator's register.